Manufacturer narrative:
Device is a combination product.   (B)(4). Device evaluated by MFR.: stent delivery system (sds) was returned for analysis. A visual examination of the stent found that the proximal stent struts were damaged and bunched causing the proximal end of the stent to be pushed 5mm in a distal direction from the distal end of the proximal markerband. The undamaged distal section of the crimped stent od (outer diameter) was measured and the result was within the maximum crimped stent profile measurement. A visual examination of the bumper tip showed no signs of damage. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found no kinks along the hypotube shaft. A visual and tactile examination of the inner and outer lumen and mid-shaft section found no issues with the extrusion. The bicomponent bond showed no signs of damage or strain. No other issues were identified during the product analysis. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors.  (B)(4).

Event description:
Reportable based on device analysis completed on 03-oct-2017. It was reported that crossing difficulties were encountered. Vascular access was obtained via the femoral artery. The 95% stenosed, 24mm in length, eccentric, de novo target lesion was located in the moderately tortuous, moderately calcified, and 2.25mm in diameter right coronary artery (rca). Following pre-dilation, a 2.25x28mm promus element¿ drug-eluting stent was advanced but failed to cross the lesion. The device was removed and the procedure was completed using a different device. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed proximal stent damage.